Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. At the start of the procedure the generator powered up as expected but no ablation therapy was possible. The generator was rebooted to resolve the issue but following the reboot the generator would not startup and the procedure was cancelled. The patient was given an injection and rescheduled the procedure for a later date. There were no adverse patient consequences.